Event description:
Ethicon endo-surgery contour curved cutter stapler would not function following initial use. The handles were resistant to closure, and a new reload was unable to be loaded. A blue staple cartridge remains in the device.